Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Citation: journal of cardiothoracic surgery 2014;9:1.

Event description:
It was reported in journal article ¿superior vena cava syndrome caused by a swollen absorbable haemostat after repair of ischaemic mitral regurgitation¿ that the patient underwent mitral valve plasty and coronary artery bypass grafting and absorbable hemostat was used. On postoperative day 2, the patient suddenly showed a moon face appearance with an increased svc pressure of 38mmhg. Computed tomography revealed the possibility of a thrombus in the svc and svc angiography showed severe stenosis at the terminal groove. The patient showed low output syndrome and it was opined that the thrombus might have caused serious pulmonary thrombosis, and emergent redo surgery was performed. A hematoma was observed in the posterior side of the svc, which caused severe stenosis of the svc trunk. Careful observation revealed that the core of the hematoma consisted of pieces of absorbable hemostat, which had been left during the first operation to control the oozing of the surface of the anterior side of the right pulmonary artery. The postoperative bleeding had continued and gathered around the hemostat. After removing the hematoma, the svc pressure decreased immediately to 11mmhg. The patient¿s postoperative course was uneventful. No additional information was available.